Event description:
The initial reporter alleged a discrepancy between results obtained using the old and new versions of the anti-hcv g2 elecsys e2g 300 v2 assay on the cobas e 801 module. The results were generated as part of a method comparison study. The customer reported that out of 20 positive samples tested, five samples showed discrepant results between the two assay versions. The reported results for the old assay version versus the new assay version were as follows: (1) 1.26 versus 0.896, (2) 2.44 versus 0.888, (3) 0.906 versus 0.219, (4) 1.15 versus 0.846, and (5) 1.42 versus 0.781. No confirmatory testing, such as immuno-blot, was performed, and no comparator method results were provided.

Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6). The investigation was limited due to the unavailability of sample material and the absence of confirmatory testing, such as immuno-blot, as recommended in the elecsys anti-hcv ii method sheet. Calibration and quality control data for the involved assay lots were reviewed and found to be within specifications. However, no definitive root cause could be determined based on the available information. The customer was advised to ensure proper pre-analytical handling of samples, including avoiding excessive freeze-thaw cycles and ensuring centrifugation after thawing.